Event description:
It was reported that during an unknown procedure, after firing, the device could not be removed from the body of the patient. So the ripped, causing lacerations for patients. Checking the device, staplers are firing, blade.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. After firing was the adjusting knob turned ½ to ¾ revolution? Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? How was the ripped tissue and lacerations resolved? Please explain what is meant by, ¿checking cdh29a, staplers are firing, blade?¿ this is not clear. Who fired the device? Who removed the device? Was the safety reset prior to removal? Was the person who used the device trained? How was the case completed?